Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) had a power loss due to a ups failure. After rebooting the cns, it was stuck on the loading os screen. Nk technical support powered down the system, removed the drive from the secondary bottom port and rebooted the system with the drive only the drive in the primary top port for this raid configured system. System booted up fine. Ts then advised to wait an hour before inserting the secondary drive to build raid and walked them through how to open the intel matrix storage utility and check on the automatic raid rebuild after inserting the second drive. Nk qa contacted the customer and confirmed the cns was functioning fine after inserting the secondary drive as well. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had a power loss due to a ups failure. After rebooting the cns, it was stuck on the loading os screen. Nk technical support powered down the system, removed the drive from the secondary bottom port and rebooted the system with the drive only the drive in the primary top port for this raid configured system. System booted up fine. Ts then advised to wait an hour before inserting the secondary drive to build raid and walked them through how to open the intel matrix storage utility and check on the automatic raid rebuild after inserting the second drive. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had a power loss due to a ups failure. After rebooting the cns, it was stuck on the loading os screen. Nk technical support powered down the system, removed the drive from the secondary bottom port and rebooted the system with the drive only the drive in the primary top port for this raid configured system. System booted up fine. Ts then advised to wait an hour before inserting the secondary drive to build raid and walked them through how to open the intel matrix storage utility and check on the automatic raid rebuild after inserting the second drive. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at columbia memorial hospital reported the cns (pu-621ra sn: 1489) lost power due to a ups failure. After rebooting, the cns was stuck on the loading os screen. Investigation conclusion: as further information surrounding the circumstances of the incident along with the customer's usage and maintenance of the ups is not known, the root cause(s) could not be determined. No malfunction or deficiency of the cns is suspected. The probability that the issue will occur is determined to be unlikely (less than 5% of the time). The risk is considered major. Per sop06-075, the overall risk of [pu-621ra power loss from ups failure] is determined to be high. Monitoring of this issue will continue, and the ticket will be updated once more conclusive information is available. The following field contains no information (ni), as attempts to obtain information were made, but not provided. D11 & c2 concomitant medical device information.